Event description:
It was reported that the customer had a scratch on the display of the insulin pump. Customer agreed to keep the pump as it is a loaner. Customer stated that they can read very well from the pump's screen. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.